Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the initial reporter¿s friend said they knew someone, and the device was working for a short time. Then the device stopped working after a while. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.